Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away on a highway. The caller did not state whether the customer was involved in an accident or not. The cause of death was head trauma. The customer's blood glucose at the time of death was 250 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the insulin pump was lost.